Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's machine flow sensor failed testing. The device was recalibrated to address the issue.